Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the "handle" was broken. There was no report of patient involvement.

Event description:
It was reported to philips the "handle" was broken. The device was in use at the time of the reported issue. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.